Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced increased pain at the scs ipg site when stimulation is turned on or off. Surgical intervention may be undertaken at a later date to address the issue.